Manufacturer narrative:
There was an intermittent button response due to moisture damage on the keypad; however, there was no button error alarm. The unit had a minor scratched lcd window, a cracked case near the display window corners, battery tube threads cracked, a broken belt clip slot, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a button error alarm during an infusion set change. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.